Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2017-04804 it was reported the patient¿s scs leads had eroded through the skin. Consequently, surgical intervention was undertaken and the patient¿s entire scs system was removed due to an associated infection at the lead site. Reportedly, the patient has since healed from the infection, and has been reimplanted with a new system.